Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture, helix damage and helix mechanism issue resulting in failure to retract the helix and failure extend the helix. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, helix damage, and helix mechanism issue. A complete lead was returned in one piece. The reported events of helix damage and helix mechanism issue was confirmed. Visual and x-ray examinations found the helix was stretched consistent with procedural damage. Unable to test the helix mechanism due to the damage helix as received. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix damage and helix mechanism issue was due to damage helix consistent with procedural damage.